Manufacturer narrative:
Concomitant medical product: 4968-60 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right atrial (ra) lead far field r-wave (ffrw) noted on the atrial channel. The ra lead remains in use. No patient complications have been reported as a result of this event.